Event description:
In 2008, the patient's wife reported the patient has had an elevated blood glucose reading of "420 something" mg/dl with his recommended range being 80-125 mg/dl. Symptoms are diarrhea and a "gurgling stomach" and the patient treated his reading by injecting insulin via a syringe. To troubleshoot, the wife was instructed to disconnect the patient from his insulin infusion device and program a 6 unit bolus of insulin. She stated she could not see insulin coming out but did see air bubbles in the infusion set tubing. The wife was advised to use only room temperature insulin when filling the cartridge. She was assisted in priming out all air bubbles. She stated the patient will change his infusion set before reconnecting to his device. The patient was sent courtesy infusion sets and an infusion set insertion device. On the next day, the patient's wife called and reported the patient's reading decreased to 130 mg/dl after changing the cartridge, tubing and infusion headset. She stated it then elevated to 355 mg/dl by 2:46am. She said the patient began taking new medication on four days prior to original date. The patient's wife was assisted with changing the insulin cartridge. She said there was an air bubble in the cartridge. After 2 primes, the air bubble remained and the patient declined further assistance. The patient accepted the offer of additional training and a request for training was sent. Product was requested to be returned for evaluation.